Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose reached 22.2 mmol/l (399.6 mg/dl) while wearing the pod. Upon removal, it was noticed that the adhesive was loose, the cannula was not properly inserted into the skin and was bent.